Event description:
Customer reportedly obtained results of 198mg/dl and 86mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested returned for suspect system and replacement was sent.